Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that impella cp in aorta alarm occurred while supporting a patient. Pigtail was under the papillary muscles. The impella was repositioned. The patient remained in stable condition. The patient continued with support and was weaned and explanted as planned.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. Device in wrong position: the data log shows several "pump position in aorta" alarms with spiked and dampened motor current waveforms, which remained consistent until the end of the case. The pump was explanted 6 hours later. The cause of the pump positioning issue was not determined as the product was not returned for investigation, and sufficient clinical information was not provided. Device history review: the device passed all the post sterile inspection checks.